Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a failed battery test. The customer¿s blood glucose was 128 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error followed by a failed battery test alarm after the battery has been removed and reinserted. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to button keypad connector unlocked. Unable to perform functional test due to keypad anomaly. Unable to verify failed battery test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.